Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the right siderail timing link was broken causing the siderail to not latch. There were sharp edges reported as a result of the damage. No patient involvement or adverse consequences are reported.